Event description:
Baxter received a report from a facility involving the automix 3+3 compounder. According to the facility, the unit is unable to auto calibrate. She stated that there was no response from the control panel when the auto cal key was pressed. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). After further investigation there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.